Event description:
It was reported to philips that the device used with the settings ipap 14, epap8, fio2 100%, and the hospital me stated that there was a noise that occurred in the portion around an air inlet port when switching from inspiration to expiration. The device was in use at the time of the event. The ventilator was changed to another v60 when the noise was heard. There was no other medical intervention reported aside from the device swap. There was no report of patient or user harm. A sales representative confirmed the reported phenomenon on site. An operation check was performed with only orifice, and using a test circuit and a test lung. In case where only orifice was used there was a large amount of leak and the reported phenomenon was able to be duplicated. When high concentration oxygen is in use and the leak increases, the operating quantity of a solenoid oxygen valve which adjusts oxygen concentration increases, then there is a case where operating sound resonates within gas delivery system where air and oxygen mixes. The reported sound is operating sound and was determined that it is not a failure of the device.